Event description:
Boston scientific received information that this device is currently unable to be interrogated by his communicator. A boston scientific company representative performed a series of troubleshooting but the issue remained. The troubleshooting on the communicator and server side has been exhausted and did not revealed any issue. As a result the patient went to the hospital and had the device interrogated. The result were good and the therefore the issued a new communicator to the patient. Boston scientific technical services (ts), advised a memory dump be performed and sent in for device analysis. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.